Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, colpopexy, cystoscopy, and bard align removal due to stress urinary incontinence. The patient experienced severe pain in the pelvic area and lower intestines, pain during bowel movements, rectal prolapse, urinary tract infections, recurrence of incontinence, and loss of sensation in the bladder. (B)(4) ¿ rectal prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.